Event description:
During baxter's functionality testing of a spectrum pump, the device failed to display the downstream occlusion message when a downstream occlusion was present. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.